Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) over 600 mg/dl with nausea associated with an occlusion issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there was an absence of an occlusion alarm. During troubleshooting with customer technical support (cts), it reported that the occlusion sensitivity was set to high and there was no occlusion alarm in the pump history. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an absence of an occlusion alarm from the pump.

Manufacturer narrative:
Follow-up #1: date of submission 04/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. There was one occlusion alarm observed in the alarm history. A rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring. The pump passed a delivery accuracy test and was found to be delivering within required specifications. An occlusion was induced and the pump gave the appropriate visual and audible "occlusion detected" alarm. Unrelated to the original complaint, the display was dim and the letters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.